Event description:
It was reported that this patient had an existing epicardial lead that had no capture of the left ventricle. During fluoro in procedure, the lead was observed to be on the very distal portion of the heart in a poor position. Lead was capped and the patient was upgraded with a transvenous quad lead successfully. The following day the patient was stable with the new lead and upgraded device.